Event description:
The customer reported an incident in their ICU. Pt saturation on the monitor was in the 70's but the pt presented differently. A doctor was at the bedside and requested an abg.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product returned for eval or new info is obtained, a f/u report will be submitted.